Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported.

Event description:
As reported by the patient's attorney, a polyform mesh was implanted on (B)(6) 2018. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.